Event description:
It was reported that during a surgical procedure at the user facility that the device would not disengage causing the device to run-on. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. The user facility reported that there was an incident but have provided no additional information at this time.